Event description:
On run #(B)(4), when patients' rhythm turned into v-fib we determined that we needed to defibrillate him. We charged up the monitor and it was taking longer than normal to charge approximately 20 seconds or so then it would show a message that said charging timer timed out. We attempted three times with the same problem. (B)(6) had their monitor and pads still placed and monitor on but were in anterior lateral positions. We were able to defibrillate without error with their monitor after finding out ours would not work after two attempts. CPR was not stopped during charging. We started charging (B)(6) monitor in the middle of the third attempt with ours and their monitor was ready before ours, so we delivered the shock with theirs. Their monitor remained on the patient and defibrillation was continued with it through the remainder of the arrest. FDA safety report ID # (B)(4).